Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 430 mg/dl and over 400 mg/dl after bolus. Customer did bolus to correct the high blood glucose level. Customer reported that they experienced tingly fingers as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Insulin pump will not be returned for analysis.